Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 48mm synergy xd drug-eluting stent was selected for use. However, it was found that the stent seemed partially deployed in the guide. The procedure was completed with a different device. There was no patient complications reported.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 48mm synergy xd drug-eluting stent was selected for use. However, it was found that the stent seemed partially deployed in the guide. The procedure was completed with a different device. There was no patient complications reported. It was further reported that resistance was felt during advancing into the guide. And the unexpanded stent pulled back into the guide catheter and removed from the body due to resistance.

Manufacturer narrative:
Device evaluated by MFR..: the synergy xd mr us 3.50 x 48mm was returned for analysis. A visual and tactile examination was performed and multiple kinks were identified along the hypotube shaft. Visual and microscopic inspection revealed the stent struts were lifted and pulled from mid-section over distal balloon cone and bumper tip. There were no kinks or damages on the shaft polymer extrusion. No issues were noted with the tip of the device. A microscopic examination of the proximal and distal markerbands identified no damage. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The device could be tracked or loaded on a guidewire without issue however due to the damage on the stent it was not possible to load the device onto a guide catheter. B3: date of event: used first date of the month since exact event date was not provided.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 48mm synergy xd drug-eluting stent was selected for use. However, it was found that the stent seemed partially deployed in the guide. The procedure was completed with a different device. There was no patient complications reported. It was further reported that resistance was felt during advancing into the guide. The unexpanded stent pulled back into the guide catheter and removed from the body due to resistance.

Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided.